Event description:
It was reported to gore that a pt alleges to have experienced recurrence, dyspareunia, chronic pain, urinary problems, erosion, inflammation, vaginal scarring, mental anguish and infections after having been implanted with gore mycromesh plus biomaterial.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(6) 2000: the pt presents with a history of vaginal vault prolapse that has been progressive and stress urinary incontinence. Additionally, the pt has a history of abdominal hysterectomy, bso, and bladder suspension. The medical records indicate that on (B)(6) 2000, the pt underwent pubovaginal sling with a biologic material (non-gore device) in addition to an abdominal sacrocolpopexy with gore mycromesh plus biomaterial in which it was noted that there was "good vaginal vault support." There were no records available for review beyond the (B)(6) 2000 implant records. There are no additional records relating to the etiology of an infection, no records related to erosion and no record of device removal. Pain, dyspareunia, inflammation, and recurrence of prolapse are characteristic symptoms and are known complications of pelvic floor dysfunction. Note: the medical records provided show a different last name.